Event description:
It was reported that a malfunction alarm occurred, displaying a malfunction code and a fault ID. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, but the malfunction recurred, leading to the decision to replace the pump. The customer, whose pump was under warranty, opted for multiple daily injections as a backup therapy and was instructed on returning the faulty pump. Technical support confirmed the shipping address and provided a pre-paid label for return, with the customer understanding and acknowledging the instructions.